Manufacturer narrative:
Difficult to rouse - no patient code available.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her sister¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (emergency services meter). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist (mss) reviewed the call. The reporter was unable to confirm when the meter issue began, she alleged that on (B)(6) 2017, her sister had obtained an alleged inaccurately high blood glucose result of ¿178 mg/dl¿ on the subject meter compared to approximately ¿27 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that her sister takes a combination of medication, including ¿hydralazine 25 mg 2 tables 3 times per day, synthroid 88 mcg, frusemide 40 mg once a day and metoprolol 25 mg 2 times per day¿. The reporter stated that just prior to her obtaining the ¿178 mg/dl¿ result, she observed that her sister was acting ¿strange¿, she then developed symptoms of ¿slurred speech, difficult to rouse¿. In response to the symptoms the reporter alleged she contacted the emergency services. On the emergency services meter the blood glucose result of ¿27 mg/dl¿ was obtained, and the patient was treated by the emergency services with ¿IV dextrose infusion¿. Mss noted that the reporter stated the patient was not taken to hospital on this occasion. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.